Event description:
It was reported to boston scientific corp, that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy with esophageal banding, performed in 2009. According to the complainant, the pt was in the ICU in very critical condition with profuse bleeding from esophageal varices. During the procedure, while using the speedband superview super 7 multiple band ligator, four bands were placed. Three of the bands fell off the varices, and bleeding continued. The physician injected ethamolin, plus clipped the hole with two clips, which controlled the bleeding. Once bleeding was controlled, the pt's status remained critical. Transfusions continued and platelets were administered. At last report, the pt remains in the hospital, but their condition is now reported to be stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.